Event description:
Report received that the pump failed to sound an audible alarm. During preventative maintenance testing, the biomedical engineer indicated that the pump sounded an audible alarm was noted when on the low volume setting; however, no audible alarm was noted when on the high volume setting. Though requested, no add'l info was provided.